Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred. Blood glucose was 260 mg/dl. The customer successfully loaded a new cartridge to address the event and insulin delivery was resumed. In addition, it was reported that an occlusion alarm occurred. The customer changed pump supplies to address the issue.